Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The reported failed upstream occlusion test was not reproduced. The device passed upstream occlusion testing, downstream occlusion testing, flow rate testing and air detection test. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed upstream occlusion testing during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.